Manufacturer narrative:
The reported event with alarm for low o2 concentration, was not reproduced during on site investigation by our service engineer. As a preventive measure the air and oxygen gas module and the monitoring printed circuit board was changed. During test in a reference ventilator the oxygen gas module and the monitoring circuit board was working as expected i.e. No fault. The air gas module failed the pre-use check in the sub-tests ¿internal leakage test¿ with the message ¿system volume too large¿, "monitor pressure transducer test" and "flow transducer test". The test log from the pre-use check shows that the air gas module deliver more air gas to the patient with the consequence that the oxygen concentration will be lower than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the received device log files this problem was intermittent. We could trace back the reported problem to (B)(6), therefore the date of event was determined (B)(6) 2017 and updated accordingly.

Event description:
It was reported that the ventilator alarmed for low oxygen concentration while it was connected to a patient. There was no patient harm. (B)(4).